Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix in a retracted position. Dried blood/body fluid was noted in the housing and tip region. A helix mechanism test could not be performed due to the dried blood in the housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis was able to confirm the helix allegation, however the low amplitude issues observed in the field were no confirmed through product testing.

Event description:
It was reported that during an implant procedure, this right atrial lead was positioned but the amplitude measurements were found to be unsatisfactory through a pacing system analyzer. During an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right atrial lead was positioned but the amplitude measurements were found to be unsatisfactory through a pacing system analyzer. During an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.